Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was attempting to remove an lps stem from the patient's femur he had implanted six weeks earlier when the threaded part of the adapter broke off cleanly. Surgeon had to shift gears and cut off the stem with a midas rex so he could slip a trephine over it and ream the bone to eventually remove the stem from the femur. No surgical delay. All pieces were retrieved from the patient.

Manufacturer narrative:
(B)(4). The device associated with this report was not received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.